Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the gu2002, 155mm x 3.5mm dia, seahawk rc suture passer, left, was being used during a shoulder arthroscopy procedure on (B)(6) 2022 when it was reported that, ¿it broke during the surgery.¿ the procedure was completed with no delay using the "same device but another piece". Further assessment questioning found that the needle(driver tip) fragmented and fell into the surgical site but was able to be retrieved. No report of patient injury, medical/surgical intervention, or prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
59533 previously was entered as serial number in error. 59533 now entered as lot number given obtained information. Manufacturer narrative: the device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. While this is a reusable device, it is not serviceable therefore a service history is not available. A two-year review of complaint history revealed there has been a total of 1complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect instruments to ensure it is in good physical condition and functions properly prior to use. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the gu2002, 155mm x 3.5mm dia, seahawk rc suture passer, left, was being used during a shoulder arthoscopy procedure on 21mar22 when it was reported that, ¿it broke during the surgery.¿ the procedure was completed with no delay using the "same device but another piece". Further assessment questioning found that the needle(driver tip) fragmented and fell into the surgical site but was able to be retrieved. No report of patient injury, medical/surgical intervention, or prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.